Manufacturer narrative:
Initial MDR 2432235-2016-00125 was filed on march 10, 2016. Additional information (03/07/2016): a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced wash1 pinch valve, valve 67 and fluid tubes. The cse ran system diagnostics, primed the system fluids and performed daily cleaning. The cse ran the probe dispense and found bleach contamination. The cse revisited the customer site on the next day and replaced the three way valve assembly. The cse performed daily cleaning and primed the manifold and system fluid bottles. The cse confirmed that there was no more bleach contamination. The cse ran calibrations and quality controls which were within range.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The patient sample in question resulted as (B)(6) a month prior to the customer's call. A siemens headquarter support center (hsc) specialist evaluated the event data. The account runs over (B)(6) samples a month and has had no further concerns other than two patient samples (one obtained on advia centaur serial number (B)(4) and the other on advia centaur serial number (B)(4)). The overall (B)(6) percent agreement of the (B)(6) assay is (B)(4) with a 95% confidence interval of 89.14-97.79% as stated in the advia centaur (B)(6) instructions for use. It was noticed that the (B)(6) confirmatory assays were not calibrated at the same time. It is best practice to calibrate these assays at the same time. Based on the information provided, sample contamination can be ruled out since alternate tubes were run and had similar (B)(6) results. The sample in question is from a dialysis patient. The cause of the discordant, (B)(6) confirmatory (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) confirmatory (B)(6) result was obtained on one patient sample on an advia centaur instrument. It is unknown if the discordant result was reported to the physician(s). The sample was initially tested on the same instrument and on two different advia centaur systems with the (B)(6) method, all resulting (B)(6) for the presence of (B)(6). The initial, first and second repeat results were obtained on all three advia centaur systems with a lithium heparin tube. The patient is a dialysis patient and is drawn monthly. Additionally, the sample was tested for confirmatory (B)(6) on two alternate advia centaur instruments and on an alternate platform, all resulting (B)(6) not confirmed. The sample was also repeated on an alternate platform, resulting (B)(6) it is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) confirmatory (B)(6) result on one patient sample.